Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the implantation date and explantation date. Initially, the implantation date was reported as (B)(6) 2016. However, additional information revealed that the actual implantation date was (B)(6) 2019. The patient is scheduled to undergo explantation on (B)(6) 2021. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: rupture, feeling sick. Section d 6b. Date of explantation: (B)(6) 2021 . On (B)(6) 2021, it was found that the incorrect expiration date was reported on the initial report. Manufacturer's reference number: (B)(4), the actual expiration of the device is 9-feb-2020. The relevant field has been updated.

Manufacturer narrative:
On 18-aug-2021, mentor received additional information regarding the patient¿s symptoms and revision surgery. The patient experienced left-sided double-bubble deformity and bilateral device migration. The patient underwent removal and replacement with two 395cc sientra gel breast implants (reference #: (B)(4), left serial #: (B)(6), right serial #: (B)(6)). Upon explantation, the left-sided device was found to be intact. Updated reason for device explant and/or reoperation: suspected rupture, generalized illness, device migration on 7-sept-2021, mentor received additional information regarding the implantation date. Previously, the implantation date was reported as (B)(6) 2019. However, additional information revealed that the actual implantation date was (B)(6) 2016. The relevant field has been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the suspected medical device. Initially, the suspected medical device was reported as 320cc mentor memorygel breast implant catalog #: 3507320mc, serial #: (B)(6). However, on (B)(6) 2021, mentor received a 250cc mentor memorygel breast implant (catalog #:3502501bc, lot #:7426803) as the suspected medical device. There is a discrepancy between the reported implantation date (B)(6) 2016 and the manufactured date of the received device (B)(6) 2017. Multiple attempts were made for clarification. However, no response has been received. At this time, mentor is reporting the implantation and manufactured dates based on the received information. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 5-nov-2021, the investigation on the suspected medical device was completed. On 8-nov-2021, it was found that d.9. Fields regarding the product return were omitted from the previous report. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed a crease/fold in the posterior view. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stress causing movement of the prosthesis. At the present time, there is not sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4). The suspected medical device was returned for evaluation on 8-sept-2021. The relevant fields have been updated.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Concomitant products: 320cc mentor memorygel breast implant, (catalog #: 3507320mc, serial #: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a revision breast augmentation with a 320cc mentor memorygel breast implant experienced postoperative left-sided rupture and sick feeling. The rupture was visualized via MRI on (B)(6) 2019, and the root cause of the patient¿s symptom is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.